Event description:
It was reported that the system was working great at first but now the patient barely used it. There was a change in stimulation sensation. The stimulation was more bothersome than helpful. It was noted that the patient had slipped and fallen a couple times. It was noted that he had fallen near but not on the implanted system. The system had not been checked in years. The change in therapy and the fall happened 6 months to a year ago for both. The patient could not confirm or deny if the fall came before the change in therapy. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
The consumer reported that there was a period of time where they did not use their implant regularly. Back in 2014 or 2015, the healthcare provider had given the patient some medication that got him really sick and the patient felt like they were burning up inside. Whenever they had their implant turned on, they would feel the same sick feeling so the patient did not use it all the time. It was reported that they always tried to maintain the charge and tried not to go a month without charging it. The patient had been using their implant intermittently since then. The patient reported that they lost about 15 pounds in the last month and had a fall on their tailbone about a month ago as well. Relevant medical history includes post lumbar laminectomy syndrome.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
The consumer reported that the sick feeling came from a bad reaction to a medication and through time and some therapy, they were now ready to start enjoying the pain relief they receive from their unit.